Event description:
It was reported that the patient had pain shortly after implantation. The end cap which has come loosen was removed during revision surgery.

Event description:
It was reported that the patient had pain shortly after implantation. The end cap which has come loosen was removed during revison surgery.

Manufacturer narrative:
Evaluation conclusion: received information revealed the end cap being concomitant product.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.